Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor coupling with recharging. It was reported that after 40 minutes of recharging, the insr doesn¿t get past 50% and the ins level was within first quartile dark. Troubleshooting was initiated and the patient was told to reposition the antenna over the ins and turn the antenna dial through all 4 positions. Antenna locate steps were reviewed with the patient and recharger session attempted. The troubleshooting resolved the issue with 6-8 bars obtained. The patient reported that during recharging they were sitting on their hand and it was going numb and it hurts. It was recommended that the patient use the recharging belt and adhesive disc. The patient reported that they have bad arms and bad hip from prior implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.